Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mentioned that she's been having multiple problems with sensor glucose vs blood glucose and calibrations. The customer's blood sugar ranged from 28 mg/dl. Troubleshooting was performed and the customer was educated on the proper sensor insertion technique. The product is not returning.